Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that station was showing a blue screen. A field service engineer resolved the issue. The system functioned as intended after the field service engineer troubleshot the device. The contact information was kept blank due to the reported issue that was found by the field service technician while on site.

Event description:
It was reported by the customer that pyxis medstation es system had blue screen. The customer reported that they utilized the another station to obtain their medication. There were no adverse events or injuries reported based on this event.